Event description:
The pressure line was inserted in 2005. The line was placed at the head of the patient's bed and the patient could not move by himself. In 2006 the clinician identified abnormal cvp wae form and identified that the infusion tube had detached from the chamber. The patient did not suffer any adverse effects due to the incident.

Manufacturer narrative:
A review of the device history record could not be performed as the lot number is unk. One kit was received for analysis. The quality engineer visually inspected the unit and identified that the ad-set tubing was detached from the dip chamber. No adhesive was identified on the nozzel of the drip chamber. However, traces of adhesive were identified on the ad-set tubing. This showed that the ad-set tubing was bonded to the nozzle of the drip chamber during the manufacturing process. Further examination identified a crack on the nozzle of the ad-set drip chamber. Conclusion: the cause of the detached ad-set tubing may be related to the supplied ad-set assembly. The possible cause of the cracked nozzle of the ad-set drip chamber may be due to a defective supplied part or stress applied accidentally onto the nozzle during application.